Manufacturer narrative:
Concomitant medical products: dtmb1qq crt-d, implanted (B)(6) 2017.

Event description:
It was reported that the left ventricular (lv) lead post-operatively exhibited non-capture in all pacing configurations. The lead implant had apparently been challenging with lack of alternative placement options. Lv pacing was turned off and the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.